Manufacturer narrative:
The device has not yet been returned to microline surgical, inc. Once the device is returned, an investigation will be performed.

Event description:
The heat shrink portion of the disposable tip came off in the abdominal cavity. The piece was able to be retrieved. There was no harm to the patient.